Event description:
It was reported that the external pulse generator's ventricular wire pulled out and would not stay in place. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the ventricular wire pulled out and would not stay in place. Analysis did find that the lower case, battery release and battery drawer were contaminated, that the battery contacts were compressed and the ring was bent. (B)(4).